Event description:
The tube arm dropped to the floor and contacted the operator on the arm. The operator indicated she had soreness in the arm following the event. Evidently the support cables failed and the emergency catch did not engage.